Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell one of three of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting it was found that the supply bag disconnected without falling. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This disconnection of a solution bag is a known cause of air in the tubing. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a loose connection. Should additional relevant information become available, a supplemental report will be submitted.